Event description:
Additional information was received from the patient. It was reported that the cause of the changed stimulation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that since last saturday, she has experienced a return of bladder symptoms. Overall, the patient said they had experienced 60¿65% improvement; however, now it has dropped by about 10¿15%. The patient said that last saturday morning they woke up in the middle of the night and said that their whole body was jittering, especially in their chest. The patient said that it felt similar to the stimulation sensation, so the patient said that they connected to their implant and said that the stimulation jumped from 1. 6 to 2. 0 by itself. The patient also said that later in the day, she started having a lot of gushing, used more pads, and no longer got the warning that it needed to be void. When asked, she hasn't had any falls or trauma. The patient said that she does use an adjustable bed, but she said that wasn't on. The patient decreased the setting down to 1.. The patient made an adjustment yesterday to 1. 8. The patient checked the setting today, and it said: 1.. Reviewed therapy information and general programming guidance, including how setting affects ins battery longevity. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfort. The patient said she has an appointment to see a managing physician at the end of the month. Redirect the patient to notify the physician of the situation and consider having the implanted system checked by a medtronic representative. The patient mentioned an unrelated medical history. This includedthe fact that the patient has a condition called transverse myelitis, which is a virus that attacks the spinal cord and cuts off the nerves in parts of their body. The patient said that, as a result, the patient feels stimulation in their butt cheek and right leg instead of in the vaginal area. The circumstances that led to the reported issue were unknown.